Manufacturer narrative:
As received a complete lead was returned in one piece measuring 86.0 cm. Visual examination found the inner coil was bent/kinked at the s-curve region of the lead, at 82.5 cm from the connector pin. This was consistent with procedural damage. The cause of the reported event was isolated to the inner coil being bent/kinked in the s-curve region.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the left ventricular lead was not able to progress over the competitive guidewire past the s shape of the lead. It was re-flushed and wiped down but still would not progress. A new lead was used and successfully implanted, but the physician suggested that it is possible the competitive guidewire could have been the issue, rather than the lead. There were no patient consequences.